Event description:
Pace medical was notified on february 21, 2011 by (B)(6) via letter that unit has a fault.

Manufacturer narrative:
Device returned with no output. The product was inspected and complaint confirmed. Replaced part, recalibrated and final tested. Device passed all final tests and returned to customer.